Event description:
During troubleshooting for unrelated alarms on the homechoice machine, the technical service representative (tsr) discovered a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) while reviewing the alarm log with the reporter. A swap of the device was requested and the patient was advised to complete therapy using continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.